Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. A mitraclip xtw was inserted and deployed on the mitral valve. However, while removing the clip delivery system (cds), the dc fastener and was mistakenly unscrewed, causing the atraumatic tip of the clip to damage the hemostatic valve, and air was noted to be in the sgc. Therefore, additional aspiration was performed. The sgc was removed and replaced. A new sgc was inserted, and the procedure was continued. A second clip was then implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.